Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 826 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged on 7/31/2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.